Manufacturer narrative:
Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported the ac power in the hospital went out and within 10 minutes, the device began to alarm low battery; the power came back on within 15 minutes and the device operated on ac power; external battery is depleted; backup battery is low. The customer reported there was patient involvement and no patient harm.